Event description:
Customer reported issues with the au5800 clinical chemistry analyzer generating false high sodium (na) results. This MDR reports the event that occurred on (B)(6) 2015; the instrument generated elevated na results for 8 patient samples. The customer stated no erroneous results were reported out of the laboratory. Customer confirmed there was no impact to patient treatment associated with this event. Customer stated that control (qc) recovery was within facility generated specification prior to the patient run. Customer indicated that the system flagged the results which were repeated due to flagging. Flagging include f and ph flags. F flag indicates the results are above the linear dynamic range for that assay and the ph flag indicates that the results are above the facility established panic range for that assay.

Manufacturer narrative:
Customer support representative (csr) dispatched a field service engineer (fse) to the account for troubleshooting. The fse arrived on site and found bubbles in the ise reference tubing coming from the reference valve. The fse replaced the reference valve. The fse also replaced the mix motor. System performance was verified by precision performance with acceptable recovery. System performance was validated to meet specification. Full patient identifier = (B)(6). All associated MDR: 9612296-2015-00024, 9612296-2015-00025, 9612296-2015-00026, 9612296-2015-00028, 9612296-2015-00029, 9612296-2015-00031, and 9612296-2015-00032.